Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached catheter was confirmed and the cause appears to be use related. The product returned for evaluation was a 4fr s/l groshong nxt clearvue PICC. The catheter was returned detached from the connector assembly and the two-piece connector assembly was not fully assembled. Microscopic examination of the terminating catheter end found that it did not contain features of a break, but rather contained the striated and planar characteristics of an intentional cut. The two piece connector was then bisected longitudinally in order to inspect the condition of the inner catheter compression ring. The compression ring was in the locked position and no additional segments of catheter tubing were found in the connector. The likely cause of the detached catheter was failure to fully assemble the catheter onto the connector assembly. The product IFU provides instruction on proper catheter assembly. In this specific case it appeared that the catheter was not placed onto the connector stent and/or the two-piece connector assembly was not fully connected following the catheter assembly attempt.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The catheter allegedly became loose from the bifurcation 4 days after being inserted, the patient reportedly did not present symptoms signaling that this event could have resulted in injury to the patient. The patient reportedly is receiving 2 different IV-antibiotics, total of 9 infusions per day.